Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the instrument would not assemble to the reamer guide. Subsequently, another instrument was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed.visual evaluation of the returned device identified nicks and gouges. A functional testing was performed with a gauge which is used to measure the outer diameter of tibial reamer and locking mechanism and found to be failing. There is damage to the locking mechanism of the reamer which caused the functional testing to fail. The instrument had been in the field for more than 2 years with an unknown number of uses. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.